Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the internal carotid artery (ica) while using the enroute 0.014'' guidewire. The procedure was converted to open carotid endarterectomy (cea), and a patch was placed. No further complications were reported.